Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The implant site was treated with bacitracin. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)